Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up using a known good power supply but will not start interrogation. After further functional analysis was done it was found that there was corrosion and contamination on the printed circuit board assembly (pcba), this was the reason that the monitor was unable to power up.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink monitor has lost power. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.